Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately three years nine months post filter deployment, CT scan demonstrated the patient's ivc filter was perforating. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2014) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately three years and nine months post filter deployment, a computed tomography scan showed that the filter struts perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, three years and nine months of post deployment, computed tomography of the abdomen without contrast revealed there was apparent extension of the distal aspect of the filter legs beyond the inferior vena cava lumen. Around, nine months later, the patient presented for filter removal, the right jugular vein was entered with ultrasound guidance. Under fluoroscopic guidance a wire was manipulated into the inferior vena cava. A long sheath was advanced into the inferior vena cava superior to the filter. Using an eccentric loop snare system, the retrieval hook was engaged. The 11-french sheath was advanced over the legs to collapse them, and the entire assembly was then pulled into the retrieval sheath and removed from the neck without difficulty. The filter was successfully removed without difficulty. Gross description revealed the filter consists of a pale blue shiny metallic medical device with a hook at one end and 12 prongs at the opposite end measuring 4.6 cm in length which splays to a diameter of 3.5 cm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 06/2014),g3. H11: h6(result, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately three years and nine months post filter deployment, a computed tomography scan showed that the filter struts perforated. The device was removed percutaneously. The current status of the patient is unknown.